Manufacturer narrative:
The facility did not request svc. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pa pt safety advisory abstract: preventing corneal burns during phacoemulsification, 3/2010, vol 7, no 1: 23 - 25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A hosp instrumentation mgr reported that while a pt was undergoing cataract surgery, the pt sustained a corneal thermal injury. The reporter was unable to provide any details regarding the event and requested that a questionnaire be sent to the staff in the operating room. A questionnaire has been sent. Additionally, the customer has two phacoemulsification consoles and cannot confirm which was in use at the time of the reported event.